Event description:
R shoulder bankart lesion repaired and on-q pain catheter placed into joint delivering 0.5% bupivacaine 100ml at 2cc/hr. She has now developed a case of post pain pump chondrolysis which has already required a total r shoulder arthroplasty. Dose or amount: bupivacaine 0.5% 100ml, frequency: 2cc/hr, route: intra-aortic. Dates of use: 2007. Diagnosis or reason for use: bankart reconstruction - postop pain. Event abated after use stopped: no.